Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 continuous glucose monitor (cgm) to the ilet, resulting in no cgm readings on the ilet despite the sensor functioning with the user's phone and smartwatch; the user was advised that only two concurrent connections are supported, the g7 was unpaired from the phone and smartwatch, and the ilet was restarted, after which cgm data began displaying on the ilet. The user experienced a blood glucose peak of 252 mg/dl with no adverse clinical symptoms reported. Outcomes included transient elevated glucose levels without reported hospitalization or injury. User support included device assessment and user-guided troubleshooting focused on bluetooth connectivity and sensor pairing workflow. Investigation of this case revealed a connectivity and configuration issue related to multiple active g7 connections that prevented data transmission to the ilet until the competing connections were removed and the ilet was rebooted, with the ilet bluetooth hardware noted to be intact and functional. It was concluded, based on previously established findings for similar reports, that the cause was user configuration and connection management of the cgm system rather than an ilet hardware malfunction.

Manufacturer narrative:
Initial.